Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection revealed a horizontal crack around the base of the chamber dome. The crack was below one of the ports. A second vertical crack was observed on the side of the dome, between one of the ports and the base. Smeared printing was found on the dome near the observed cracks. Conclusion: the nature of the cracking, the smeared printing and previous investigation into this failure mode suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber was leaking. There was no patient consequence.